Event description:
Suspected thrombus, resulting in r heart failure and renal dysfunction, diagnosed via echocardiogram, lab testing, treated with tpa,cvvh, and inotropes. Patient has planned discharge to hospice on (B)(6) 2012.